Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. Access was obtained through the radial artery. The 85% stenosed lesion being treated was located in the non calcified and moderately tortuous posterolateral (pl) artery. The lesion was predilated with a 2.5 x 15 mm non-bsc balloon inflated to 10 atms. The physician attempted to cross the target lesion with the 2.50 x 16 mm taxus liberte stent, when crossing difficulties occurred. Upon removal, the stent was found to be flared. The procedure was completed with another of the same device. There were no pt complications reported, and the pt's condition was reported as "good."

Manufacturer narrative:
Pt: 18 yrs or older. (B)(4).